Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Sections were requested but not provided.

Event description:
It was reported that a tubing set leaked. While injecting a medication, an anesthesiologists observed air-in-line. After investigating the air-in-line, the tubing reportedly separated. The issue occurred prior to injection of medication, therefore there was no patient involvement. It was noted there was exposure to IV fluids and the tubing set required changing as a result of the event.

Event description:
It was reported that a tubing leaked. While injecting a medication, an anesthesiologist observed air-in-line. After investigating the air-in-line, the tubing reportedly separated. The issue occurred prior to injection of medication, therefore; there was no patient involvement. It was noted there was exposure to IV fluids and the tubing set required changing as a result of the event. Although it was also noted that there was a delay in treatment, it was further confirmed during follow up, however; that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer's report that the tubing leaked and separated was confirmed based on inspection of the as-received partial set sample. Visual inspection under magnification of the separated tubing end (below smartsite) observed insufficient solvent. The attached components received were (from top to bottom)- cut off tubing, smartsite, and tubing. Also received was a separated male luer component. No functional testing was able to be performed due to the damaged set. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). The root cause of the separation was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.